Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the customer requested bench repair for a battery issue. The device was reported to be in use on a patient and there was no adverse event to patient or user. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the customer requested bench repair for a battery issue. The device was reported to be in use on a patient and there was no adverse event to patient or user.